Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was good post procedure.